Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device cracked and did not clamp another device was used but it also stopped firing. For the first firing for sigmoid colon resection (rs to ra area) due to tumor, the surgeon used the 1st instrument for the thick rectum. Although the jaws of proximal side could not clamp the tissue, the surgeon fired the device. A crack sound was heard ,then the surgeon stopped using the device. A second device and reload was used and they re-tried the resection, but the jaws could not clamp the tissue. They again replaced the device and reload of the same model, but different lot no. However the same occurred. The stapler was replaced with a different model and the surgeon started the firing, however the firing stopped halfway. The surgeon resected the rectum including the incomplete staple line with surgical knife and manually suture the tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil clamping mechanism was deformed. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the reload, or clamping over excessive thickness. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.